Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been rec'd.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the starclose se exchange sheath was inserted into the artery and the clip applier was successfully attached hearing the audible click. The plunger was dressed and the "2" appeared in the window. There was difficulty in advancing the thumb advancer, the audible click was not as pronounced and the "3" was not completely in the window. The physician continued and clip deployment was initiated; however, the click again was not as pronounced. After clip deployment, there was difficulty encountered during device removal. The physician tried unsuccessfully to remove the device. In accordance with the instructions for use a dilator was inserted into the access ports to release the locking mechanism on the thumb advancer but the locator wings failed to collapse and the thumb advancer would not retract. The safety release button was reportedly used and the locator wings collapsed. The thumb advancer retracted back to the original position and the starclose se was removed using counter traction. Once the starclose se device was removed from the anatomy the clip was found in the distal end of the device. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was provided.